Manufacturer narrative:
Investigation results a DHR review was performed and confirmed the device was manufactured in accordance with product specification. There were no similar complaints reported for this lot. A neutral trend was noted for this defect type. A review of the complaint indicated the device was used in accordance with the directions for use. A visual examination for the return device revealed two kinks in the catheter as well as several bumps along the catheter. An attempt to inflate the balloon was unsuccessful as a small circumferential tear was noted in the balloon portion of the device, indicating the balloon had burst. The condition of the returned device was consistent with the reported complaint that the balloon would not inflate and there was a leak. The most probable root cause was determined to be operational context.

Event description:
It was reported to boston scientific that a maxforce biliary dilatation balloon was used during an ercp (endoscopic retrogradecholangiopancreatograph) procedure on (B)(6), 2010 performed on a male patient born on (B)(6). According to the complainant, during the procedure the balloon would not inflate and a leak was suspected. Additional information received confirmed the balloon did not burst, however investigation results revealed a tear in the balloon indicating the balloon had burst. The procedure was completed with another maxforce biliary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be okay.